Event description:
During replacement of a central venous catheter, the guidewire was snared in vena cava filter. No imaging guidance was used during this procedure. A decision was made after the presence of the filter was detected to re-initiate the procedure. Placement was attempted a second time with the same results.